Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I toxo igg for 2 patients while running on the alinity I processing module. The following data was provided on (B)(6) 2020 (reference range: < 1.6 ui/ml = nonreactive, 1.6 to < 3.0 iu/ml = grayzone, >/= 3.0 iu/ml = reactive): on (B)(6) 2020 / s1: (B)(6) = initial = 14.5 ui/ml, repeat = 0.1 ui/ml. On (B)(6) 2020 / s2: (B)(6) = initial = 11.2 ui/ml, repeat = 0.0 ui/ml there was no impact to patient management reported.

Manufacturer narrative:
On 18dec2020, service performed extensive troubleshooting. During this troubleshooting, service replaced r1 100 ul buffer pump after deposits were found. The analyzer function was verified with a control/precision run. On 23dec2020, the customer stated the issue persisted. The customer was instructed to replace/recalibrate the r1 probe and replace the r1 syringe. In addition to this the tubing/needles wz2 needle 1/3 were cleaned and replaced, 3 manifolds (wash zone, pre-trigger, and trigger) were disassembled and cleaned, and the pre-processing vortexer was replaced. The syringe assy (part number 7-77650-08), wash zone probe (list number 08c94-36) and tubing, wash zone at waste manifold (part number a-30113561-01) were deemed the likely causes for the issue due to dirt buildup in the pre-processing agitation vacuum system. The module function was verified with a control/precision run. The service history review for the alinity I processing module, serial number (B)(6) determined no issues have been reported related to the erratic discrepant results. The tracking and trending review determined no trends were identified for the syringe assy (part number 7-77650-08), the wash zone probe (list number 08c94-36), the tubing, wash zone at waste manifold (part number a-30113561-01) or the analyzer related to the issue. The device history record review determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module.a: patient information, a1: patient identifier = corrected from no information to multiple. Corrected patient identifier information: (B)(6).